Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the left and right common femoral arteries (lcfa and rcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the device was difficult to remove from the artery and that the foot plate appeared to be partially deployed with the lever down. This occurred with four proglide devices in a row. Two devices failed at each access site. All four devices were removed manually. The sheath was upsized to a 12f sheath in the rcfa and a 16f sheath in the lcfa. The evar procedure was completed. Hemostasis was achieved with a surgical cutdown at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A visual and dimensional inspection was performed on unused/sterile units from the same part and lot number. The inspection found no abnormalities. Based on the information provided and the testing of the returned sterile units, a definitive cause for the reported issue could not be determined. There were no indications of a lot specific issue in the returned sterile units. In this case, it is possible that the positioning of the device, the anatomical conditions, vessel flap caused the foot to capture tissue causing the difficulty to open and close and the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.